Manufacturer narrative:
Investigation results: conmed linvatec received this device for evaluation and confirmed the reported problem. During testing, this unit overheated at the collet area. Further testing found the handpiece operated underspeed and the test console displayed an error message " check bur lock". A visual examination found air blisters inside the cast stator sleeve and corrosion-like deposits inside the collet assembly. These findings are consistent with heavy use/improper cleaning. The last service for this unit was 2008. The handpiece instruction manual provides the following information: prior to use/testing, ensure all attachments & accessories are correctly attached to the handpiece. Performance test prior to use: operate the drill at maximum speed (100,000 rpm) for one minute and monitor for any of the following: excessive noise, excessive vibration, the drill or bur guard being hot to the touch during the test procedure or during surgical use. Warning: use of a drill not functioning properly can result in injury to the patient or medical personnel. Overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. The service interval for this handpiece and associated bur guard is every 6 months. The customer will be provided additional information on care and handling of this device.

Event description:
The customer reported that near completion of an oral surgery procedure, this device became hot. The user felt the heat in the body of the handpiece and discontinued use. There was no report of serious injury or surgical delay with this event.